Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy with their scs system due to high impedances present on the patient's leads. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the patient's leads were explanted and replaced to address the issue. Effective therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.